Event description:
It was reported that the patient presented in clinic for the schedule replacement. Upon interrogation, it was noted that the right atrial (ra) lead exhibited oversensing that caused pacing inhibition. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.